Manufacturer narrative:
Siemens conducted an investigation of the reported events. The onsite investigation showed that the root cause was that the cooling unit and the tube were broken. After these were replaced, the system was back operating properly again. No further investigation is necessary for this occurrence.

Event description:
It was reported to siemens on (B)(6) 2018, that a malfunction occurred while operating a somatom force system. During a patient procedure, the flash scan was not possible to be conducted since the system was not in standby anymore. We are unaware of any impact to the state of health of any patient involved.